Manufacturer narrative:
Device history: a manufacturing record evaluation was performed for the finished device serial number, and no non-conformance's related to the failure were identified. Investigation summary: the device was received and evaluated. Visual inspection reveals that there are corrosion stains on the housing and the pedals. There is also yellow staining on the housing. The bottom plate of the foot switch is bent and twisted. The foot switch was taken to lab for testing. The foot switch successfully paired to a vapr vue generator. The pairing process was repeated, and no issues were identified. An electrode was connected to the generator and tested. The ablate pedal functioned as in tended. The coag pedal would stick, causing the coag to not function. The edges of the coag foot pedal have severe corrosion on them which doesn't allow it to function properly. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformance's related to the failure were identified. The root cause for the reported failure is the corrosion on the foot switch. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mitek (B)(4) reports an event as follows: it was reported by the biomed via phone that during an unknown procedure the foot pedal of the vapr vue wireless footswitch was remaining blocked. The procedure was completed with a wired foot pedal. No harm was reported to the patient. It was noted the issues was discovered pre-operatively so there was o surgical delay. During the investigation of the device it was noted the electrode that doesn't coagulate tissue. This report is for a vapr vue wireless footswitch. This is report 1 of 1 for (B)(4).